Event description:
On (B)(6) 2013, the patient contacted animas stating that the up/down arrow keypad buttons were intermittently responsive. The issue reportedly occurred about 2 to 3 months ago and the patient stated that the issue was worse. The patient reportedly is using the meter to bolus. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket. This complaint is being reported due to alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.